Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one open foil packet with one labeled winding former was received for analysis. To evaluate the condition of the returned sample, the winding former was removed from the foil packet. An known foreign matter that appears to be hair could be observed on the winding former. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A photo was provided showing one open sample with an unknown foreign matter. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Are there any photos of the foreign matter available? Please refer to attached photo. Is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the seals on the foil still intact when the package was opened? Unk. Was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) no. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an knee joint replacement surgery on (B)(6) 2026 and suture was used. It was reported that it was found that there had been foreign matter (hair) immediately once opened the package when preparing for surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.